Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information for the reporter was provided, therefore additional event, product, or patient details are not attainable. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports off label injection of 16 vials of kybella® (deoxycholic acid) in the abdomen and love handles for fat deposits; grid used. Patient experienced anxiety/concern, necrosis and 2 small scabs at the injection site following the administration of kybella® for "reduce fat in abdomen and love handles" 2 weeks post treatment. The patient stated the 2 scabs are "still there and getting better. " patient is healthy.